Event description:
A report was received that a patient has an infection at her lead implant site. The patient sought medical attention and was prescribed oral antibiotics of keflex 500 mg. The patient was assessed in 2009 and there was no sign of infection at the lead sites or the ipg site. The patient is reportedly doing well.

Manufacturer narrative:
The devices remain implanted in the patient.